Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box download showed a reboot had occurred. The battery compartment was cracked alongside the pump and above the bumper pad. The battery cap contact measurements were within specifications. No damage was found to the battery cap. The battery cap was unable to maintain an electrical connection, and the alleged power loss and reboots were duplicated. A test cap was also unable to secure to the pump properly with power loss and reboots occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the battery cap would not remain tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.